Event description:
Pt had an allergic reaction to an unknown source which included urticaria, eyes swelling shut rapidly, pruritus, and flushing. In 1/96 he was taken to the ER for suturing of a head wound and developed a severe allergic reaction to an unknown source. He was treated with epinephrine repeatedly over a 4 hr period as the reactions subsided and recurred. He finally left the hosp and the reaction gradually cleared. In 9/96 the child had an allergic reaction where his eyes rapidly swelled shut on the school bus returning home from school. Investigation of the classroom setting by the mother revealed that the child had been playing "doctor" in a play hosp setting and was using latex gloves. Pt has also reacted to balloons, exam table and own shoes.